Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event and patient hospitalization were not reported. The patient was treated with cephalosporin for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the treatment and was discontinued at the time of this report. The reporter declined to provide additional information.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.